Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) for the reported event of peg tube break. (B)(4) for the reported event of peg tube blocked. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an initial g-tube - enteral feeding endovive initial placement kit was used during a peg placement performed on (B)(6) 2012. According to the complainant, on (B)(6) 2013 the peg tube became partially obstructed with a surgical suture causing the tube to swell and break in the middle. The physician shortened tube by cutting the part which had torn and attached the y port. This device remains implanted in the patient. The patient hospital stay was prolonged as a result of this event. The patient's condition at the conclusion was reported to be in good health.